Event description:
Customer advises a needle stick injury occurred while using item 450096. Customer states that after terminating the venipuncture and fully activating the device safety, the phlebotomist lifted the sbc away from the pt's arm to discard the device. When moving the device, the needle fell-out from the front-end and landed on the pt's bed. Picking up the needle with his/her fingers the pt moved and the needle stuck the phlebotomist in the hand. Customer states this was a normal venipuncture but the pt was restless. Customer states that the safety did "click" when activated. Customer discarded the sample so no photos can be taken.

Manufacturer narrative:
Actual device not returned. No defect could be found on retain samples not unused customer returned samples.